Event description:
The pump was returned to the purchasing department with an unsigned note that stated, "before unit turned on, IV flowing wide open before door is closed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the "metal/brass looking pin" was found to be broken causing the door not to close. There were no reports of any adverse patient events while the device was in clinical use.